Event description:
Spontaneous report. Patient reports that one of the cassettes kept on throwing an error and could not figure out why. When a different cassette was used, the error resolved. She mentioned her spouse replaced the filter on the cassette, but that only helped temporarily. Advised patient to stop using cassette and we are including an extra cassette with current order. Serial number of cassette was not provided. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump at time alarm occurred is unknown. Pump is not being replaced as the pc is with the cassette. No additional information was provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Cassette replaced; did the pt have add'l cassettes they were able to switch to? Pt was able to successfully switch to a different cassette; if yes was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Infusion resumed; resolved? Yes. Reported to (B)(6) by pt/caregiver.